Manufacturer narrative:
(B)(4). Concomitant medical products: 103535, ti low profile screw 6.5x40mm, 2016011269, 103535, ti low profile screw 6.5x40mm, 3020479, 124860ha, exc abt std shell ha/pc 060mm, 2568285. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the screws bent upon insertion. The screws were removed and the surgery was completed with other devices. No further information is available at this time.